Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. Emdr section h6 codes b, c, d, updated to reflect result(s) of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for an impending rupture of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac). Three ctagac devices were implanted from zone 2 to the descending aorta where the left subclavian artery was covered by the proximal end of the devices as planned. The left subclavian artery was embolized by using an abbott amplatzer¿ vascular plug ii. The patient tolerated the procedure. On an unknown date in (B)(6) 2023, follow-up examination revealed aneurysm enlargement of about 6 mm since the initial procedure. The physician suspected a proximal type endoleak although the computed tomography showed no apparent leak. It was also confirmed, the proximal end of the ctag was not sealed on the inner curvature of the aortic arch, thus forming a bird-beak. A reintervention was performed on (B)(6) 2023. Intraoperative angiography did not identify any endoleaks. Firstly, a debranching bypass was performed to revascularize the left subclavian artery and the common carotid artery. An additional ctag was then implanted to the proximal side of the previously implanted stent grafts in a way to cover the left common carotid artery. The bird-beak was resolved. The patient tolerated the procedure. The reporting physician stated that the patient should have been treated from zone 1 at the time of the initial procedure.